Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had vertigo, not related to the implantable neurostimulator, and a MRI was requested. An impedance check was performed prior to the MRI and readings were greater than 20,000 ohms. When electrode 13 was used with electrodes 7, 8, and 11, the impedance reading was 20,000 ohms. The patient still received stimulation even though contact 13 was used. Normal impedances were seen after troubleshooting was performed in which the electrode was isolated and electrode combinations were checked (by "turning them up") individually. The MRI was performed without any incident. The cause of the patient's vertigo was not reported. The device was working "fine" and was determined to not be the cause of the problem.